Event description:
The device was used during a laparoscopic cholecystectomy procedure. Reportedly, the safety shield did not retract after penetration and punctured the liver. The surgeon converted to an open procedure and manually sutured to correct this condition. The hosp has reported that the pt's status is satisfactory.